Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystoscopy, the surgeon was using a ¿bugbee electrode¿ when it caught on fire. The electrode was used with the device. They had no issues with it prior. There was no patient injury.